Event description:
It was reported that the procedure was to treat a lesion in the right posterior tibial artery with heavy calcification and no tortuosity. The 2.5x200mm armada 18 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and had no resistance during advancement, however, the balloon ruptured at 14 atmospheres (atms) on the first inflation. The bdc was removed without issues. Another armada 18 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.